Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l5-s1 spinal root decompression. Approx 1 month later, the pt presented with recurrent lower back pain and right lower extremity pain. The investigator noted the event as moderate in intensity. Pt was administered an epidural steroid injection. The event resolved with treatment in 12/98. In 1999 the pt again presented with recurrent low back pain and right lower extremity pain which was moderate in intensity. An epidural steroid injection was administered and voltaren (75mg po bid) and vioxx (25mg po qd) were prescribed. The events were classified as unrelated to adcon-l and were considered idiosyncratic effects.